Event description:
During treatment of a stroke the physician was using a 5max reperfusion catheter with a neuron max and packaged rhv. Physician first introduced a 5max without anything inside, such as a wire or microcatheter. He then attempted a coaxial technique with velocity microcatheter and micro guidewire. However, he encountered problems when trying to advance the velocity microcatheter through the 5max. Initially physician assumed there was a problem with the velocity microcatheter so he attempted again with a different make of microcatheter, but was not able to advance this one either. It was then apparent that the 5max had collapsed under the rhv. Physician tried again with another 5max, but the same thing happened again. This MDR is associated with MDR 3005168196-2913-00114

Manufacturer narrative:
A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Results: the catheter has kinks in the proximal portion of the shaft approximately (7.0cm, 8.0cm, and 9.0cm) from the shaft conclusion: the complaint was evaluated and confirmed. The physician's complaint was that the 5max catheter collapsed when tightening the rhv twice. Based on the results of the product evaluation and the complaint description, it appears that while tightening the neuron max rhv onto the proximal shaft of the 5max, the physician over tightened the rhv causing the lumen to compress. This resulted in the friction the physician experienced. Care must be taken to ensure the rhv valve is snug, but not over tightened. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00115.